Event description:
It was reported that device was in back up vvi mode. After successful reprogramming, noise and low pacing impedance were noted. Device was explanted and replaced. Patient condition after the event was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun

Manufacturer narrative:
The anomaly observed in the field was confirmed. Device function was tested using automated test equipment and all tests were normal. During bench testing a reset occurred. Afterwards, the reset was not reproducible. The cause of the resets was not determined.